Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied in the skin during double eyelid surgery, after opening the package, just one or two stitches were sewn, the needle and thread were detached. Another suture was opened and used to complete the case. There was no patient injury.